Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 19-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching all over the body') and endometrial disorder in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criterion intervention required), endometrial disorder (seriousness criterion medically significant), premature menopause ("early menopause") with vulvovaginal dryness, iron deficiency ("iron deficiency"), abdominal pain upper ("unexplained stomach pain"), arthralgia ("recurrent shoulder pain") and paraesthesia ("tingling in the hands"). The patient was treated with anti allergic agents, surgery (surgical hysteroscopy, endometrial ablation), laser treatment for vaginal dryness and total hysterectomy and bilateral salpingectomy. Essure was removed on (B)(6) 2020. At the time of the report, the pruritus, endometrial disorder, premature menopause, iron deficiency, abdominal pain upper, arthralgia and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, endometrial disorder, iron deficiency, paraesthesia, premature menopause and pruritus with essure. The reporter commented: search for allergy for itching with daily treatment and annual injection. Right hand carpal tunnel surgery. Hormone replacement therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Allergy test - on an unknown date: results not provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching all over the body') and endometrial disorder ('endometrial disorder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criterion intervention required), endometrial disorder (seriousness criterion medically significant), premature menopause ("early menopause") with vulvovaginal dryness, iron deficiency ("iron deficiency"), abdominal pain upper ("unexplained stomach pain"), arthralgia ("recurrent shoulder pain") and paraesthesia ("tingling in the hands"). The patient was treated with anti allergic agents, surgery (surgical hysteroscopy, endometrial ablation), laser therapy for vaginal dryness and total hysterectomy and bilateral salpingectomy. Essure was removed on (B)(6) 2020. At the time of the report, the pruritus, endometrial disorder, premature menopause, iron deficiency, abdominal pain upper, arthralgia and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, endometrial disorder, iron deficiency, paraesthesia, premature menopause and pruritus with essure. The reporter commented: search for allergy for itching with daily treatment and annual injection. Right hand carpal tunnel surgery. Hormone replacement therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Allergy test - on an unknown date: results not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-jan-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.